Event description:
The customer reported on (B)(6) 2013 at 8:09 am he activated a new pod and his blood glucose, carbohydrate intake and insulin history is as follows: the pod was removed and he noticed the cannula was bent.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.